Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide cath: ebu 3.5, sheath: 6fr , guidewire: 0.014 whisper es. (B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. It has been determined that a conclusive cause for the reported stent graft leak and reported patient effect cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported patient effect of ischemia, as listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, is a known patient effect that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The whisper es guidewire referenced is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2016, the patient underwent a coronary procedure to treat fully occluded lesions in the left anterior descending (lad) artery. A whisper es guide wire crossed the lesions in the lad without issue via femoral access. Pre-dilatation was performed in the proximal lesion in the lad. Approximately two-thirds of the way distally, in the mid lad, dilatation was performed. A perforation was then noted, with extravasation into the left ventricle (lv) chamber. A 2.8x16 mm rx graftmaster covered stent was implanted to treat the perforation; however, the perforation was not completely sealed. Additionally, the graftmaster reportedly did not restore flow for the patient. The whisper es was noted to have been advanced into the lv, causing some ventricular arrhythmia. The arrhythmia was treated with cordarone. The patient experienced nausea and vomiting, which was treated with zofran. Once the wire was withdrawn, there was no further ectopy. While slight bleeding still existed between the lad and the lv, the patient was noted to be hemodynamically stable; it did not cause the patient any adverse sequelae and the physician expects the perforation to self-resolve over time. The patient was transferred to the critical care unit and observed in the hospital for a couple of days due to the perforation not completely sealing, then was subsequently discharged with no adverse sequelae. No additional information was provided.